Manufacturer narrative:
Service of the device was requested and is pending. A follow up will be submitted when new relevant information becomes available.

Event description:
The customer reported that the cardiohelp screen went blank while on patient. They had to use emergency drive (hand crank) on the patient and switch to new cardiohelp device. No patient injury was reported by perfusionist. Onetrack complaint ID: (B)(4).

Manufacturer narrative:
At the repair depot t no screen blanking or any other failures could be confirmed. The hmi board, led backlight inverter board and assembly touch foil & display were replaced with the new user interface hardware update kit (material#70107.3922) preventively to eliminate any issues. The technician performed all tests, which were passed successfully. The affected components were returned for investigation. The preliminary investigation report of the affected hmi board could confirm the failure. The source of the error could be narrowed down to the watchdog and microcontroller components. Further investigations are necessary to verify this. A follow-up emdr will be submitted when additional information becomes available.

Event description:
Onetrack complaint ID: (B)(4).

Manufacturer narrative:
It was reported that cardiohelp screen went blank. The cardiohelp was replaced by a different unit and the emergency drive was used. The failure occurred during treatment. A getinge service technician investigated the unit on 2021-10-12, 2021-10-15 and no screen blanking or any other failures could be confirmed. It was decided to replace the touch screen and hmi board preventively to eliminate any issues. The hmi board, led backlight inverter board and assembly touch foil & display were replaced with the new user interface hardware update kit. The technician performed all tests, which were passed successfully. The affected hmi board was investigated by the getinge life cycle engineering on 2022-03-21. The investigation could confirm the failure. A signal measurement with the oscilloscope on the signal line showed that a signal breaks off and as a result the 12v supply is interrupted, which as a result switches off the display lighting and leads to the visual appearance of "display black". The source of the error could be narrowed down to a defect "watchdog" and "microcontroller" component of the hmi board. As no visual defects were observed the most probable root cause was determined as an expected (age related wear and tear) or random component failure without any design or manufacturing issue. (Manufacturing date 2014-05-01) the cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. The review of the non-conformities has been performed on 2021-11-15 for the period of 2014-05-01 to 2021-09-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. The product in question was produced in 2014-05-01. Based on the results the reported failure "cardiohelp screen went blank" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).